Event description:
It was reported that the customer experienced a high blood glucose level because the infusion set did not adhere to her body. Her blood glucose level was above 600 mg/dl the customer treated her high blood glucose level with manual injections. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.